Event description:
It was reported that during post-implant check in clinic, the right ventricular (rv) lead exhibited high capture threshold. Chest x-ray confirmed that there was a lead slack difference from initial implant and the rv lead had micro-dislodged. The rv lead was explanted and replaced on (B)(6) 2024. The patient was in stable condition.